Event description:
Caller states the pt tested 6.2 inr on the coaguchek system and 4.7 inr on a comparison lab. Coumadin was held due to device result, however, no adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.